Event description:
My father had hernia surgery early (B)(6) 2012. A mesh was used in the repair of his hernia. On (B)(6) 2013, he was admitted to the hospital for pneumonia/bleeding in the lungs. After prolonged treatment he died (B)(6) 2013, without leaving the hospital for more than a few days. I strongly believe this was an immune reaction from the mesh implant. The reason is, I (his son) also had hernia surgery with a mesh implant and had a prolonged immune reaction just after the surgery (B)(4).